Event description:
During second treatment with this catheter, a few clots were noticed in the blood tubing. They studied the catheter and found a bent and a kink at 5mm of the green hub. During treatment, the bent was enhanced and the venous tubing collapsed. They had to change the catheter.

Manufacturer narrative:
Complaint: blood clots in catheter, catheter kinked, venous tubing collapsed. Investigation: 1. A review of the device history for the three lots had no indication of damage as described in this complaint. Inspection qap153 has a 100% lumen patency check which would have detected and pulled out any kinks. 2. The returned assembly was visually inspected and confirmed to have a severe kink in the lumen. This kink was located 0130" from the hub. The kink is so severe that it would not have gone unnoticed during insertion. The end user had indicated that insertion was performed without any problems. Also, there were no problems during dialysis. The collapse was noted one day following the insertion. 3. The entire assembly was x-rayed upon return in an effort to see if there was any internal obstruction that could contributed to the defective condition. The assembly was found to be open and clear. 4. The venous tubing collapse was not apparent during visual inspection of the return. Comment: there is no obvious material or assembly related cause for the kinked lumen. It appears that the device was bent somehow during use after insertion by either the pt or the administrator. The kink then caused the venous tubing to collapse and can be a reason for the noted blood clot.